Manufacturer narrative:
The mechanism is expected to be returned for investigation. It has not yet been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, there was a unspecified inaccurate delivery. Prior to testing, the device was returned to the biomedical department with a report of, the device alarmed e437 (software failure) error code. No specific pt info, device programming or, event details were provided. There were no report of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.